Event description:
On 5/31/2024 it was reported by a sales representative via email that an ar-3688 knotless fibertak could not be cinched down. Upon trying to reduce the knotless white loop at the end of the procedure, the surgeon encountered some resistance, and ultimately, could not reduce this stitch. The surgeon cut out the knotless fibertak and proceeded to use a new implant. This was discovered during an open rotator cuff repair procedure on (B)(6) 2024. Additional information was received on 6/7/2024. The case was completed using another ar-3688 knotless fibertak. The sutures were cut; however, some of the anchor remains in the patient. Nothing broke off in the patient. The case was slightly delayed with minimal anesthesia administration to the patient. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.